Event description:
Found during daily testing. The customer called in to report the service indicator on the device was illuminated. Physio-control evaluated the device and observed the service indicator would illuminate when ac was connected to the device's ac power adapter accessory. Physio replaced the device's power pcb assembly and when it was further evaluated at physio's failure analysis lab and tested in a mock-up device, the mock-up device would lose power and illuminate the service indicator whenever ac power was connected.

Manufacturer narrative:
Physio-control evaluated the device subsequent to replacing the power pcb assembly and observed proper operation through functional and performance testing. The device was returned to the customer for use. Root cause was determined to be a partially shorted transistor, designator q2 on the replaced power pcb assembly.